Event description:
It has been reported to us that during the procedure, the shaft of the device cracked and was successfully removed. The physician inserted the device into the patient, the rx port looked strange, but the device was used. The physician was torquing the catheter hard and while torquing the shaft cracked. The physician was able to remove without issue. Patient is reported to be fine. The actual complaint sample will be returned for evaluation.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. Material separation. Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the returned device revealed that the catheter is separated approximately 11cm from the strain relief at the proximal shaft. The device is still in one piece kept by the needle housing and the needle itself. Severe stress possibly from torquing is present in the broken section of the shaft. The shaft slid easily back to the broken section without affecting the needle from coming out of the housing. The wire lumen is torn approximately 1.5cm in the direction of the distal tip. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken catheter. The device was torqued beyond the design expectation. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.